Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific's investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis.

Event description:
It was reported that the touchscreen of the programmer froze during used. No patient involvement was reported. The programmer remains in service.